Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 5 years, 6 months due to severe aortic stenosis. The patient presented with dyspnea and episodes of chest pain.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The event in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including hld. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and structural valve deterioration were confirmed through observed host tissue overgrowth and calcification. As received, leaflet 3 was in the open position. Open leaflet was able to be pushed back into closed position when probed. X-ray demonstrated commissure 2 was bent outward and minimal calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow and minimal at the inflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. A serrated mechanical damage mark was observed on the outflow surface of leaflet 1 near commissure 1. Wireform was exposed on commissure 2. H10: additional manufacturer narrative: h11: corrected data: corrected section h6 (health effect - impact code, health effect - clinical code).

Event description:
It was reported that a 23mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 9 months due to severe aortic stenosis and svd. The explanted valve was replaced with a 21mm 11500a aortic valve. Per medical records, the patient developed progressive worsening of dyspnea on exertion with chf. Annular/root enlargement was performed. The prosthetic aortic valve was inspected and noted to be embedded within the walls of the aortic root. Careful and tedious dissection was performed. The 23mm aortic valve was removed. The prosthetic mitral valve was assessed. There was dense amount of pledgets and scarring over the right atrial appendage from previous cannulations and pacer leads and there was no mobility of the svc. The mitral valve could not be safely approached; therefore, decision was made to leave the stenotic mitral valve in place and focus efforts on the redo avr and tvr. The enlarged aortic annulus was sized and replaced with a 21mm 11500a valve. The valve was noted to fit comfortably with good coronary artery clearance. Tvr was performed with a 27mm non-edwards bioprosthetic valve in the native tricuspid valve. Protamine was administered. The patient was taken to the ICU post procedure. Hospital course was complicated with hypoxemia, hypotension, pneumonia, dvt, acute renal failure. Later, her cardiac function improved and she was weaned off of inotropes and vasopressors. Tte on pod #15, showed return of lv function with residual rv dysfunction. When analgesics and sedation medications were stopped, the patient did not wake up. Comfort measures were initiated and the patient expired on pod #23. Per the pathology report, no vegetation or calcification was identified on the received prosthetic aortic valve.

Manufacturer narrative:
Updated sections b5, h6 (device code). H11: corrected data: corrected sections b5, h6 (health effect - clinical code).

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve exhibited severe aortic stenosis and svd after an implant duration of 5 years, 6 months.